Manufacturer narrative:
Eval: method: device history record (DHR) review performed. Results: DHR review showed that no similar issues were found during manufacturing or packaging processes of this lot. Conclusion - no evaluation will be performed. CAPA (B)(4) was opened to address this issue. A follow-up report will be sent if additional information is received.

Event description:
The event is reported as: the clip broke during the attempted closure on the common bile duct during a laparoscopic gall bladder surgery. The customer was able to retrieve the broken clip but no longer has it in their possession. A second applier was used successfully to complete the procedure. The tech did not check the jaws of the applier for proper alignment prior to use because, she thought since it just came out of the box for the first time, there would be no problem. Instrument was purchased in (B)(4) 2010. No patient injury reported.